Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Procode: additional product code: mnh, kwq,kwp,nkb,osh. Initial reporter occupation: reporter is a j&j sales representative. Device evaluated by MFR: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was an unknown procedure performed on (B)(6) 2022. Tabs on the screw in question were removed prior to rod deployment. In order the make a minor adjustment in screw positioning, he attached the expedium qc driver (unk) to the screw in question and finished screw height adjustment. However, he was not able to detached the driver from the screw. Finally, the screw in question was removed from the lesion together with the driver. The procedure was completed with replacements. No further information is available. This report is for one (1) mis cannulated x-tab 6x40mm ti this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the mis cannulated x-tab 6x40mm ti was found the device thread broken in the attempt to disassemble. The broken fragment was not return. The unable to disassemble cannot be confirmed as the mating device was disassemble. No other defect was found. A dimensional inspection for the mis cannulated x-tab 6x40mm ti was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the mis cannulated x-tab 6x40mm ti would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: yes, conforms. Dimensional inspection: n/a. Device history: a review of the receiving inspection (ri) for mis cannulated x-tab 6x40mm ti was conducted identifying that lot number tbasd was released in one batch. Batch1: lot qty of (B)(4) units were released on 08 mar 2012 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.